Manufacturer narrative:
The guide wire was returned still loaded in the catheter. The wire was easily removed proximally from the catheter without any hydration applied; the dry wire was then easily passed through the entire length of the catheter without any significant resistance noted. Visually and tactilely, the coating surface appears smooth and consistent with a worn finish throughout with scattered minor scrapes, irregular abraded regions, and scattered surface roughness. When hydrated, the coating feels smooth and consistent and remains hydrated for approx 69 seconds by tactile examination. This is within specification. A review of the lot release testing indicated lubricity insertion and withdrawal values within specification. The device history records for this lot were reviewed and found to be acceptable. The root cause of this event is unk.

Event description:
Event became reportable based on analysis completed on 04/23/07. It was reported that during an unspecified procedure, the zipwire guide wire failed to pass through the guide catheter. No pt injuries or complications were reported. Pt status is reported as "okay".